Event description:
It was reported that the patients ipg was no longer charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as per physicians request.

Manufacturer narrative:
Event date: exact date unknown, event occurred several months ago.